Manufacturer narrative:
Per (B)(4) initial report additional information, including a description of the nature of the impingement that led to the revision, what was identified intraoperatively as the cause of the impingment, a post primary x-rays, operative notes (primary and revision), patient activity level, weight and medical history, whether the patient followed correct post-op protocol, if the patient experienced any slips, falls or other trauma post primary surgey and an update on the patient post revision was requested in order to progress with the investigation of this event, and if receieved, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative ordistributor caused or contributed to this event.

Event description:
Trinity-I / trinity dual mobility / trinity revision of the multi hole shell, cocr liner, ecima insert and biolox delta ceramic modular head after approximatively 2 years and 6 months due to impingement (ops used in primary surgery). Aval was detected when revising.